Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose over 457 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer also had drive support cap damaged and compromised force sensor system alarm. The infusion pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify allegation deficiency anomaly due to compromised forced sensor system alarm.